Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that while the pulse generator was still in the box it could not be interrogated.